Event description:
It was reported that the patient experienced sustained elevated blood glucose levels that did not resolve and subsequently required emergency department evaluation, where diabetic ketoacidosis (dka) was diagnosed. The patient reported no occlusion alert prior to presentation. After changing the infusion site and cassette, blood glucose levels improved. During hospitalization, the patient continued pump therapy, and a recent blood glucose value of 124 mg/dl was documented per system records. Outside medical treatment was required for the high blood glucose event, and assistance in understanding high/low glucose reporting was provided. There was no patient injury. The issue was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.